Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Please note: due to new iata and dot regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship. (B)(4) - battery / catalog number 1650de / expiration date 30sep2016. Not returned to manufacturer. MFR date: 30sep2015. (B)(4) - battery / catalog number 1650de / expiration date 31mar2016. No, not returned to manufacturer MFR date: 30sep2015. (B)(4) - battery / catalog number 1650de / expiration date 28feb2017. Not returned to manufacturer. MFR date: 28feb2016. (B)(4) - battery / catalog number 1650de / expiration date 28feb2017. (B)(4). MFR date: 24oct2016. No, device evaluation anticipated, but not yet begun. MFR date: 28feb2016. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient reported a critical battery alarm. The devices were replaced. There was no effect on the patient.

Manufacturer narrative:
The reported event of a critical battery alarm was confirmed on (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of (B)(4) in relation to the reported event. Review of (B)(4)'s manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis revealed that the controller in use during the reported event contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the alarm log file revealed a critical battery alarm triggered by a communication error between (B)(4). Analysis of the data log files revealed several premature power switching events triggered by (B)(4) that were due to momentary disconnections. Several premature power switching events triggered by (B)(4) that were due to communication errors between the controller and battery. Analysis revealed that (B)(4) passed visual examination and functional testing. Analysis of (B)(4) could not be performed since the devices were not returned for evaluation. The most likely root cause of the reported critical battery alarm can be attributed to a communication error between the controller and the battery ((B)(4)). (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.